Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "hip dislocation and insert and head removed and replaced with new 32 20 degree insert and 32 morse taper head."